Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were confirmed evidence to support the following reported event of an type 1b endoleak and sac growth noted in the rcia (right common iliac artery). In addition, upon clinical's final assessment, it was confirmed that the patient also had a el3a on the left iliac with complete component separation. Physician re-intervened and repaired the endoleak successfully with two (2) non-endologix limbs. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the bilateral loss of seal, and complete component separation of the left iliac artery was intentional user error due to the off label iliac anatomy (bilateral vessel diameter; left iliac angulation >90°). There were no other user-related issues detected. Cautionary product use conditions (large bilateral iliac thrombus burden) likely contributed to this event. No procedure-related harms could be identified due to the lack of medical information surrounding the repair procedure. The patient was reported to be doing well the repair procedure; to date, there have been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. The device still remains implanted in the patient. No device will be returned for evaluation. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, patient with an abdominal aortic aneurysm was treated with an afx system. During a follow up approximately 3 years post-op, it was observed that a limb had become displaced due to growth in the left common iliac aneurysm resulting in a type 1b endoleak. Re-intervention was performed using non-afx limbs to successfully repair the endoleak. The patient is reported as doing well. As of the date of this report, there have been no additional patient sequelae reported.